Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Two clips were successfully implanted, reducing tr to a grade of 3. Due to the minimal tr reduction, a tricuspid valve replacement was scheduled. On (B)(6) 2024, a tricuspid valve replacement was performed. The tr was recurrent, and had increased to a grade of 4. At the start of the procedure, the implanted clip was observed to have detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The slda contributed to the recurrent tr. The valve replacement reduced the tr to a grade of <1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided and per the physician the reported slda appears to be related to a large leaflet gap and is therefore, related to patient conditions. Tricuspid regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.